Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that intermittent ventricular under sensing was noted due to which therapy was delayed. Technical services recommended reprogramming and turning the low frequency attenuation filter to on or increasing the sensitivity through threshold start and decay delay and to change the segm ventricular channel from v bipolar to v sense amp. The device remained implanted.